Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were several episodes of automatic mode switch (ams) due to atrial lead noise. All electrical measurements were stable and in range and no intervention was performed. The patient was stable and will continue to be monitored.